Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a low glucose event to 63 mg/dl after eating and announcing lo mein, without recent correction doses or physical activity, and treated the episode with approximately 5 oz of regular soda; no device-specific component issue was identified and available details were limited. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings due to insufficient available information and no specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.